Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a ventricular tachycardia (vt). Log files were submitted for review and did not capture any unusual event at any time on 26mar2024. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of arrhythmia could not be conclusively established through this evaluation. The submitted controller event log file contained events from 12mar2024 through 27mar2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 lvas, including cardiac arrhythmia. Additionally, the IFU lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.